Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that keypad on the insulin pump is unresponsive. Advised insulin pump would be replaced. No additional information is provided.